Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version: 2.1.0, a medtronic representative went to the site to test the equipment. Testing revealed that the instrument registered properly, but the geometry error caused it to disappear. It also looked like navigation froze. Are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0709 was coded for the instruments disappearing. (B)(6) was coded for navigation freezing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a tumor resection procedure. It was reported that after the registration process which was performed smoothly the site changed the instruments to dirty, and navigation started freezing. The instruments also disappeared. The use of navigation was aborted, however, the surgery was able to be completed despite the reported incident.

Manufacturer narrative:
H3) the software team reviewed the case. There were no logs available for analysis. Based the information received from the manufacturer representative and the information available in the system checkout, the issue occurred due to the instruments set used. There was no indication that a software anomaly contributed to the reported behavior. The software was working as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.